Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown contamination on the top cover, left side panel and bottom enclosure' a cut-like scratch across the warning label/bottom enclosure. They observed dust-like contamination on and under the top cover/ui panel, both sides of the right and left panel, on and in the iso port, in the air inlet, on the bottom enclosure, pca, blower cap, on and in the blower motor, on the sound abatement foam, and on the walls of the bottom enclosure. They observed foam on the interior side of the blower cap, on top of the blower motor, on the blower motor bellow, iso port, on top and bottom of the blower housing, and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.